Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: the battery compartment was cracked from the top above the pad to the cover part. There was a cover crack between the corner of the lens and the case seal. The battery compartment leaked due to cracked pump case. Moisture was confirmed inside all internal pump: on the display, and on all boards. During investigation the complaint about audio bolus button tactile changes was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue; audio bolus button under responsive with moisture behind the display lens. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.